Event description:
Customer reported during set-up there's zipper damage to both the a & b side panels, the sliders are broken. There was no pt incident or injury reported. Eval for the returned product shows the windows zippers slider bodies are open.

Manufacturer narrative:
(B)(4)- zipper damage: eval results - eval for the returned canopy shows that the panel sides a & b windows zipper slider bodies are open. (B)(4).